Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead's r-waves were less than 1.8 mv, the thresholds were 4.0 volts, and the impedance was 200 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the lead's r-waves were less than 1.8 mv, the thresholds were 4.0 volts, and the impedance was 200 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event and the patient condition was reported as good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.